Manufacturer narrative:
Other, other text: h10 device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The tank cover was cracked on the bottom corner. The customer reported product problem (water leaking from a cracked enclosure) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigation determined that the crack in the tank cover was caused by the customer. This was established as the root cause of the product problem. The gasket and tank cover were replaced. The device then passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking from a crack in the enclosure. No patient injury or complications were reported in relation to this event.